Manufacturer narrative:
This supplemental report is being submitted to capture correction information made to prior submission: d4 (lot #); h4.

Event description:
No additional information provided by the customer.

Event description:
It was reported that the nylon rope could not be released during a therapeutic endoscopic submucosal dissection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that incarceration occurred during surgery and wire nippers were used to cut the sheath tube to relieve the incarceration.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to correct the initial MDR. Correction added to the following fields: b1 is corrected to include adverse event, b2, b5, h1, h6 (health effect - clinical code and health effect - impact code). Updates added to the following fields: d8, d9, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. The metal push rod inside the sliding handle was cut; the push hook was not found deformed and there was no ligation loop. The hook showed signs of use and had use stains and crystallized residue. The coil sheath and tube sheath were inspected and there was the phenomenon of bending on the section near the handle. Because the metal push rod inside the product handle had been cut, it was impossible to test whether the ligation loop could be separated normally. Based on the reported event, it was possible that the ligation loop and hook became tangled inside the sheath tube during the procedure, preventing the ligation loop from coming off and separating normally. The emergency treatment method was used, which is cutting the device to take it out, and the bending of the coil sheath and tube sheath may cause relieving the incarceration. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause could not be identified. It is likely the following led to the malfunction: the slider was pushed and pulled when frictional resistance between the wire assembly and the sheath assembly increased. This has caused the operating pipe to deform and break. As a result, the loop could not be released from the main unit. The factors related to frictional resistance are the following, and it is inferred that the total frictional resistance due to these factors was large. -scope angle -meandering state of the scope tube -state of sheath from the forceps channel to the vicinity of the hx-400u-30 handle unit. It was noted that even if the sum of frictional resistances is small, the same event is likely to occur if the slider is pressed quickly. Olympus will continue to monitor field performance for this device.